Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2.

Event description:
Reference number (b)(4.) Event occurred in the united states. It was reported that the patient faced several events where tape did not stick on (B)(6) 2025. No further information available.